Event description:
It was reported that the pt was hospitalized with elevated blood glucose levels and ketones.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. The rptr could not complete troubleshooting the pump with animas customer support. No conclusions can be made at this time.